Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿medium-term dexa analysis of an uncemented femoral component¿ by p.m. Ahrens, et al, published by hip international (2004), vol. 14, no. 3, pp. 182-188, was reviewed for MDR reportability. In this study, the authors investigated the bone remodeling around the aml uncemented femoral component using dexa analysis and plain radiography in 19 patients at a mean of 89 months after index implantation. The indication for implantation of the uncemented aml (depuy) femoral stem implant was primary osteoarthritis in all patients. Patients with bilateral total hip replacements, distorted proximal femoral anatomy or evidence of metabolic bone disease were excluded from the study. The patients had an average age at surgery of 54 years. There were 8 men and 11 women with 7 right and 12 left femoral stem implants included in the study. Each patient underwent two dexa scans during follow-up. Subsidence of the prosthesis was noted in one patient at the time of the first scan, which remained unchanged at the time of the second examination. Three other patients were noted to have subsidence at the time of the second examination. All had signs of cortical hypertrophy around the tip of the prosthesis. Four patients had evidence of calcar resorption on their radiographs. In one patient this was noted at the first examination and had progressed at the second x-ray, in one it did not progress between scans, in one it disappeared between scans and in the final patient it appeared at the time of the second scan. Cortical hypertrophy was uncommon at the time of the first scan, with only one instance in zone 5 and one in zone 6. At the second examination 12 instances were noted. Osteopenia was most frequent in zones 1 and 7 at the first scan, ten and six instances respectively, which increased to 14 and nine at the second examination. Peri-prosthetic lucent lines or sclerosis were most common in zone 4, then zones 1 and 5. Little change was noted between the two examinations, with only one progression in zone 4 in a patient with pedestal formation. Of the three patients who described their hip replacement as satisfactory or poor, one described multiple dislocations and had undergone an acetabular revision. The other two patients complained of groin/proximal thigh pain on weight bearing. Of note, all the patients with evidence of subsidence or calcar resorption graded their hip as good (2 patients) or excellent (5 patients). One patient with calcar resorption suffered a fall between scans and the authors attribute the fall with the decrease in bmd. There were no revisions of the femoral stem. The acetabular components and femoral heads used were not analyzed nor were they identified within the text of this article. The patients underwent multiple serial radiographs and dexa scans to confirm the bone remodeling and osteolysis as well as the stem subsidence.